Manufacturer narrative:
The technician found the hi/low switch was operating intermittently but he could not duplicate the self run. He replaced the right siderail hi/low membrane switch to repair the bed.

Event description:
Information received indicates there was a self run of the bed up function.